Event description:
While performing an angioplasty with stent, the balloon burst, leaving part of the balloon lodged in the left anterior descending (lad) coronary artery. There were several attempts made to retrieve the pieces, but the artery started to become compromised. Cardiothoracic surgeon was consulted, and a decision was made to have bypass surgery to avoid balloon embolization to the brain.